Event description:
This ra lead was implanted on (B)(6) 2001 and was explanted on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016 stating that this lead was involved in an infection and erosion. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).